Event description:
The patient was undergoing a thrombectomy procedure in the transverse sigmoid sinus using a benchmark bmx81 access system (bmx81), a stent, and a guidewire. During the procedure, the bmx81 was advanced into the vessel. Next, while advancing a stent through the bmx81 into the vessel, the physician encountered resistance, and the stent became stuck partially outside of the bmx81. While attempting to push the stent out with the guidewire, the physician fractured the bmx81 at the distal end. Therefore, the proximal portion of the bmx81 was removed. A snare was advanced to the vessel to remove the fractured portion of the bmx81; however, the attempts were unsuccessful. The distal portion of the bmx81 was left in the right carotid artery. The procedure had ended at this point. Later, the patient expired due to other complications.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up MFR report: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the transverse sigmoid sinus using a benchmark bmx81 access system (bmx81), a stent, and a guidewire. During the procedure, the bmx81 was advanced into the vessel. Next, while advancing a stent through the bmx81 into the vessel, the physician encountered resistance and the stent became stuck partially outside of the bmx81. While attempting to push the stent out of the bmx81, the physician fractured the bmx81 at the distal end. Therefore, the proximal portion of the bmx81 was removed. A snare was advanced to the vessel to remove the fractured portion of the bmx81; however, the attempts were unsuccessful. The distal portion of the bmx81 was left in the right carotid artery. The procedure had ended at this point. Later, the patient expired due to other complications.